Event description:
Customer states that quality control was performed on the rapidlab 1265 after routine maintenance. Both glucose and lactate failed the qc even though the instrument had successfully calibrated. Customer reports that examination of the instrument revealed that the glucose and lactate sensors had been installed in the wrong position. Customer states that between the end of the calibration and the qc analysis, a blood gas/glucose/lactate sample was put through the analyzer. The glucose and lactate were high. Based on this result, a patient was treated with insulin. The customer reported that the patient did not suffer any ill effects and was closely monitored.

Manufacturer narrative:
Customer reports that examination of the instrument revealed that the glucose and lactate sensors had been installed in the wrong position. Results: customer reports that examination of the instrument revealed that the glucose and lactate sensors had been installed in the wrong position after routine maintenance. Conclusions: customer reports that examination of the instrument revealed that the glucose and lactate sensors had been installed in the wrong position after routine maintenance.